Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found the pumping good physical condition. The review of event history log identified one vent of error code 45169. Functional testing included unning the pump with the programmed therapy. The customer reported issue was could not be duplicated. Based on the evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 45169". No adverse effects were reported.